Manufacturer narrative:
(B)(4). D10: cat# 00877503603 lot# 2041128 bioloxâ® delta, ceramic femoral head, l, ã¸ 36/+3.5, taper 12/14. Unk alloclassic stem. Unk g7 shell. Unk g7 screw. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01782. 0001822565 - 2023 - 01783. 0001822565 - 2023 - 01784. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was an initial revision of unknown hip product for unknown reasons with implantation of zimmer biomet product at that time. Subsequently, a second revision was performed approximately a year and a half later due to loosening of the acetabular implant. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. This event will be reported under MFR: 0002648920 - 2023 - 00241.